Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during a shoulder arthrosocopy two of the premiere90 electrode will not cut and when the doctor tried to coag, both wands automatically clogged and could not get them to suction. A competitive product was used to complete the procedure. No patient consequences or surgical delay reported. It was reported the devices were discarded by the customer.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary- according to the information provided, it was reported that during a shoulder arthrosocopy two of the premiere90 electrode will not cut and when the doctor tried to coag, both wands automatically clogged and coulnd not get them to suction. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [u1910052] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot-a manufacturing record evaluation was performed for the finished device [u1910052] number, and no non-conformances related to the reported complaint condition were identified.